Manufacturer narrative:
Review of nalu patient records found no history of any complaints regarding the function or effectiveness of the nalu system. There does not appear to by any failure or malfunction of any nalu component. It is unknown if the patient was informed of the MRI conditionality issues when implanting the second neurostimulation system by a different manufacturer. Explant of the nalu system was performed so that the patient could move forward with the MRI scan.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. In march 2025 nalu was contacted by an MRI facility for conditionality, at which time the firm became aware that after implanting the nalu system, the patient underwent an implant of a spinal cord stimulator from a different manufacturer. It is unclear what pain location specifically the secondary system was treating or if the patient was utilizing both systems at the same time. Implant date of the scs system is unknown. The MRI facility was advised that the patient is not conditional for the scan due to having dual systems. The patient elected to keep the scs system and remove the pns system. On (B)(6) 2025 the nalu system was fully explanted.